Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a gastroscopy biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, after 3 biopsies were taken from the stomach, one pull wire broke. No part of the pullwire detached. Additionally, the device was inspected and tested prior to use and no anomalies were noted. The procedure was completed with another radial jaw 4 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patient ID, and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be file.

Manufacturer narrative:
A visual examination of the returned device found that one of the pull wires was broken. The device welding and riveting was found to be within manufacturing specifications. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint that the pull wire was broken. The most probable root cause is operational context due anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a gastroscopy biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, after 3 biopsies were taken from the stomach, one pull wire broke. No part of the pullwire detached. Additionally, the device was inspected and tested prior to use and no anomalies were noted. The procedure was completed with another radial jaw 4 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.